Manufacturer narrative:
Two ensite x surface electrode kit neck patches were received for evaluation. One front, right, left leg and prs patches were also returned. The liners were not returned for evaluation, therefore functional testing was not possible. The reported connection issue was unable to be confirmed due to the condition of the returned device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the connection issue remains unknown.

Event description:
During a supraventricular tachycardia procedure, a connection issue occurred which caused a delay in procedure. An error message was noted stating: surface electrode impedance error. Confirm original surface electrode placement. Revalidation is recommended if the parch has moved to a new location". The surface link was exchanged and the patches were replaced which did not resolve the issue. The amplifier was then replaced and the issue remained. The system was then shut down completely and the amplifier and computer rebooted. A new study was started and the issue remained. A few of the circle impedance patches had fallen off the patient when we went back to look. Those were reattached and the procedure was eventually able to be completed by pressing down on the different patches at different points and signals were regained.